Manufacturer narrative:
The product surveillance technician (pst) observed a red x and ? Intermittently over the temperature module icon. A microscopic examination revealed 12 charred resistors. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly. This complaint is related to (B)(4)/medwatch #1828100-2019-00532.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, a ¿x¿ or¿?¿ appeared over the temperature icon on the central control monitor (ccm). As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.